Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3, a rotated heart, and small cardiac chambers. An ntw clip was inserted and advanced to the mitral valve. However, after straddling the clip, resistance was felt and it was observed the clip became caught in tissue. Troubleshooting maneuvers were performed, and the clip was able to be removed. However, a pericardial effusion (pe) was observed. Pericardiocentesis was performed, but the pe was unable to be resolved, resulting in a clinically significant delay in the procedure. Therefore, the clip was removed from the anatomy, and the procedure was discontinued. Mr remained at a grade of 3. The patient then underwent surgery.

Manufacturer narrative:
The reported difficult to remove-anatomy during procedure could not be replicated in a testing environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported difficult to remove the clip from the anatomy and pericardial effusion could not be determined. Pericardial effusion is a known possible complication associated with mitraclip procedures. Unexpected medical intervention, delay to treatment/therapy, surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, additional information was received stating the clip became caught in tissue between the pulmonary vein and the ridge. To treat the pericardial effusion (pe), the patient underwent open heart surgery. It was noted it is unknown what caused the pe.